Manufacturer narrative:
The device has not been returned to the service center for evaluation as it was reported that it could not be located and most likely passed through the patient. It was also reported if the fiber was located, it would be discarded as it is disposable. Therefore, the exact cause of the reported event cannot be determined; if the device is received, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report that the tip of a tfl-fbx200s fiber, laser, broke off during an unspecified procedure. The physician spent one and half hours searching for the broken tip in the patient and was unable to find and retrieve the item. The physician's opinion was that the broken piece may have passed through the patient. It was not reported if the procedure was completed or if the patient was injured from the reported event. It was reported that the fiber was disposable and will not be returned.